Event description:
Nurse reported a 6060 multi-therapy infusion pump in which multiple (unk quantity) overinfusions of tpn occurred between the dates of march 2005. The pump was programmed to deliver the tpn in 14 hours, but finished in 13. The pump was being used by a home pt. The pt did not report the event to the facility staff until in about 2 weeks later. No pt injury is reported. The pump is available for eval. Total bag volume 1900 ml-total to infuse 1800 ml. Therapy is 1 hour ramp up to 138 ml/hr and one hour ramp down. Bag is empty after 13 hours and pump indicates 1700 ml infused.